Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated alert code 38 for consecutive stalled motor events while the device battery was above 50 percent, and a replacement device was provided with instructions to shut down the malfunctioning unit and return it. Symptoms included no reported adverse physiological effects and blood glucose remained in range. Outcomes included no hospitalization, no medical intervention for an adverse event, and temporary use of backup insulin therapy until the replacement arrived. Investigation included collection of device identifiers and shipment of a replacement to facilitate further assessment. Investigation of this case revealed a motor stall malfunction consistent with an insulin delivery motor stall within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to stalled motor operation.